Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 506 mg/dl. Customer treated their blood glucose with boluses. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any issues with the customer's insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.